Manufacturer narrative:
This is one of 4 products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00165, and 9616099-2007-00167. This medwatch reflects two products with the same catalog and lot number. This ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient had 4 cypher stents implanted in 2003. Approximately 3 years and 2 months later, the patient was re-hospitalized for a non st elevation myocardial infarction (nstemi) and a non-sustained ventricular tachycardia (vt). According to the re-angio, no restenosis could be revealed. Pre and post medications included: long acting nitrates, beta blocker therapy, aspirin, clopidogrel, lipid lowering agents, statins and iib/iiia receptor blocker (post procedure).